Manufacturer narrative:
Common device name: hemospray endoscopic hemostat. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the report indicates that the device was tested prior to use, which can cause the device to clog when inserted into the endoscope. This is the most likely cause. The instructions for use state, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that the device was tested prior to use, which can cause the device to clog when inserted into the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. During the procedure, the powder was not deployed. The physician checked on the device prior to putting it through the endoscope, and the powder was able to be deployed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemospray endoscopic hemostat. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was visible inside the nozzle of the device. The returned catheters appeared unused, with no kinks, bends, or signs of powder in the interior of the tubing. When tested as returned, the device did not spray. The device did not discharge when deactivated and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray. The device was disassembled and the tubes were disconnected for removal of powder. The front tube leading to the powder chamber and the powder chamber cannula contained large, discolored, hard clumps of powder. The back tube between the powder chamber and low pressure valve contained a small amount of loose powder. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. A definitive cause of the internal clog is unknown. However, the report indicates that the device was tested prior to use, which can cause the catheter to clog when inserted into the endoscope. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. From the information provided and the state of the powder inside the device, spraying the device prior to use is the most likely cause of this occurrence. The IFU states, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that the device was tested prior to use, which can cause the device to clog when inserted into the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.